Event description:
Using micropuncture technique to drain a pericardial effusion, the effusion was accessed and the inner cannula of the micropuncture catheter was advanced. Once the placement was verified in the pericardial space, the micropuncture wire was then advanced and the inner cannula of the micropuncture catheter was exchanged over the wire to the full micropuncture introducer sheath. During that exchange a small piece from the tip of the micropuncture wire was sheared off, and was left in the pericardial space. Wire left in pericardial space and discharged on antibiotics; (B)(4).